Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-9530s-03 batch 353605 was received for evaluation. Visual inspection revealed that the device's material exhibits damage. A functional test was not performed due to damage to the device. The most likely cause of the reported failure is wear and tear on the device.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, it was reported by a sales representative via (B)(4) that an ar-9530s-03 univers revers trial plastic could not withstand insertion. This was discovered during the case. Another device was used to complete the case with no patient harm.